Event description:
It was further reported that at the time of the re-intervention a 2.50 x 20 mm promus element stent was implanted not a 2.50x24mm stent as previously reported.

Event description:
(B)(4) study. Same case as 2134265-2012-03913. It was reported that following a coronary artery stenting treatment procedure the patient experienced angina. The target lesion was located in the mid left anterior descending (mid lad) artery with 80% stenosis and was 30 mm long with a reference vessel diameter of 2.56 mm. The physician treated the lesion with direct stent placement using two overlapping (2.50 x 20 mm and 2.50 x 12 mm) taxus liberte stents with 9% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with substernal chest pain radiating to the jaw and was diagnosed with class IV unstable angina. The 85% in-stent restenosis of the study stent in the mid lad was treated with pre-dilatation and placement of a 2.50 x 24 mm promus element stent with less than 10% residual stenosis and 95% stenosis in the mid right coronary artery was treated with pre-dilatation and placement of a 2.75 x 38 mm promus element stent with less than 10% residual stenosis. The patient is recovering.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Corrected stent size implanted during re-intervention from 2.50x24mm to 2.50x20mm. (B)(4).